Manufacturer narrative:
Mcdonald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther2007; 14:498-505.

Event description:
Device malfunction: difficult to remove. Time of symptoms: during procedure. Symptoms/ae: none. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the common femoral artery using the starclose device after an interventional procedure. There was groin scarring that made the device difficult to remove from the artery. Hemostasis was achieved with manual compression. Examination of the device showed fibrous material at the extremity of the metallic introducer sheath, suggesting interposition of tissue between the vessel locator wings and the nitinol clip. There were no reported adverse patient sequelae and no additional information was available.